Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, while turned on and after we removed the battery, the customer tried to turn on again and device not working or turning on. There was no health impact nor harm reported.